Event description:
The hamilton microlab at +2 instrument reportedly misread barcode 03fnde4981 as 03fnde03fnde4961, and did not generate an error message. No death or injury resulted from this event.